Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 spine consultant notified customer service that the central processing staff alerted him that the drill guide (387.2) was broken. The sales consultant reported that the set (105.897-e, cslp, fe108121) was not used since the case was cancelled. No patient or procedure involvement. This complaint involves one part. This report is 1 of 1 for (B)(4).